Manufacturer narrative:
The insulin pump had operating currents within specification and passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners and reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a stained end cap sticker and debris under the display window. (B)(4). Refer to medwatch # 2032227-2015-54846.

Event description:
The customer reported via telephone call that there was a hospitalization for diabetic ketoacidosis. The customer also reported that the insulin pump had alarmed for no delivery and had cracks in the casing and scratches on the screen. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.